Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic the patient experienced infection and skin flap break down at implant site. Subsequently the patient underwent multiple revision surgery's to reconstruct the skin flap on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016. The implanted device remains.